Manufacturer narrative:
Product complaint # (B)(4). The name of the initial reporter is unknown. The manufacturer representative was provided as the initial reporter name. Information regarding patient age, gender, weight, race, ethnicity, and medical history were not provided. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be provided within 30 days of receipt.

Event description:
As reported by an affiliate, during retreatment of recanalized aneurysm, a galaxy coil (3x6) was attempted to detach with a trufill dcs syringe ii ((B)(4)). The physician tried to detach the coil two times but the issue continued. The leakage was found from the hub part before performing the alternative. Therefore, the syringe was replaced with another one. The procedure was successfully completed without further issues or delay. There was no patient injury or complications reported. The product is not available for the investigation. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to the event. A micro catheter (sl10,stryker) was also used for this procedure. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). (B)(6). Additional information indicated that the same galaxy coil (3x6) was able to detach when the syringe was changed. Complaint conclusion: as reported by an affiliate, during retreatment of recanalized aneurysm, a galaxy coil (3x6) was attempted to detach with a trufill dcs syringe ii (635-002, 96331304). The physician tried to detach the coil two times but the issue continued. The leakage was found from hub part before performing the alternative. Therefore, the syringe was replaced with another one. The procedure was successfully completed without further issues or delay. There was no patient injury or complications reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to the event. A micro catheter (sl10,stryker) was also used for this procedure. Additional information indicated that the same galaxy coil (3x6) was able to detach when the syringe was changed. No further information is available. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported event. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.